Event description:
As reported by the user facility: event 2: detailed inquiry description: the clinician was struggling with air in line during vancomycin infusion no injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One used sample and four photographs were provided for further evaluation. One of the photographs attached did not match the returned sample catalog 363902. Sample was visually evaluated, it was observed the set was attached to an extension set with air eliminating filter, no defects were noted. The sample was then placed onto an infusomat space pump to be stagger tested. During the infusion therapy it was noted microbubbles in the tubing and an air in line alarm was observed. The reported defect was confirmed. Due to complaints of this nature an approved project is in place to further address issues with air in line . Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.